Event description:
Event desc a nasogastric feeding tube was placed with the assistance of the cortrak enteral access system. A clinician was unsuccessful on three different attempts to insert the feeding tube. Gi was then called on consult and the tube was removed. The feeding tube had been inserted into the right lung although not confirmed by x-ray. This resulted in a right pneumothorax. A chest tube was inserted after two attempts. The patient developed pneumonia and a bronchial obstruction. The patient died several days after the feeding tube was placed and was unrelated to the pneumothorax.

Manufacturer narrative:
Feeding tube placement is dependent on the clinician and patient. The actual tube does not influence where it is placed. Tracings from the cortrak unit were received from the hospital. The tracings do not indicate a typical gi placement.